Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that detached early. A copy of the study was sent in for review. There was no patient harm and a repeat procedure will be scheduled.